Manufacturer narrative:
Device received but not yet evaluated.

Event description:
A perceval pvs 23 mm was implanted via mics on (B)(6) 2017. After unclamping the aorta, the valve exhibited a central leak. The surgeon re-clamped the aorta and replaced the valve with a trifecta size 21 mm. The added x-clamp time resulting from the event was not specified, but was reportedly "normal" for implanting a new valve.

Manufacturer narrative:
The manufacturing and material records, related to this event, for the perceval heart valve, model #icv1209 , s/n # (B)(4) were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.